Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system and confirmed with the health care professional (hcp) that the orientation was incorrect. They checked to make sure the correct settings were selected and clicked done and went back to the electronic picture archiving and communication systems (pacs) and went back to the main screen and the issue was resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the orientation of the exam was incorrect. The health care professional (hcp) said it was orientated correctly on the electronic picture archiving and communication systems (pacs). When they went to view settings and the exam correction page but it did not seem to resolve the issue. Tech services (ts) talked to the hcp and when they re-checked the exam it was the correct orientation without modifying anything. There was less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the orientation of the exam was incorrect. The health care professional (hcp) said it was orientated correctly on the electronic picture archiving and communication systems (pacs). When they went to view settings and the exam correction page but it did not seem to resolve the issue. Tech services (ts) talked to the hcp and when they re-checked the exam it was the correct orientation without modifying anything. There was less than an hour delay to the procedure. No impact on patient outcome.